Manufacturer narrative:
Investigation summary: customer returned one (1) used 31g x 8mm bd pen needle without a cover or tear drop label attached. Customer reported needle(s) bent, rear cannula end is broken and gets stuck. The returned pen needle was examined, and it was observed that the non-patient end (npe) cannula was bent, however, no evidence of manufacturing defect was observed. Since this sample was returned after use, and no manufacturing defects were observed, the probable cause of the bent npe cannula is user error when attaching the pen needle to a pen injector. Unable to perform a DHR review due to an unknown lot number. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent npe cannula). The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
Material no.: unknown, batch no.: unknown. It was reported that the unspecified bd¿ pen needle the needle was bent, the rear cannula end is broken and it gets stuck. The following information was provided by the initial reporter: needle(s) bent, rear cannula end is broken, and gets stuck.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no.: unknown batch no.: unknown. It was reported that the unspecified bd¿ pen needle the needle was bent, the rear cannula end is broken and it gets stuck. The following information was provided by the initial reporter: needle(s) bent, rear cannula end is broken, and gets stuck.